Event description:
Pt reported the up button on the infusion device does not function. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The down button does not operate. The connection of the down flex print is interrupted. The up button passed the optical and functional investigation successful and meets the specification.